Event description:
.

Event description:
A customer contacted beckman coulter inc (bec) to report that their unicel dxc 600i synchronaccess clinical system generated erroneously elevated troponin (accutni) results, above the ami cutoff, for multiple patients. The results were reported out of the lab. Repeat testing of the patients' samples on a different instrument produced lower results within the normal reference range of the assay. This report documents results generated for patient two (2). The patient was admitted to the critical care unit after the erroneous result was obtained. The customer has been asked for additional information regarding patient treatment and the customer has not been able to supply the information to date.

Manufacturer narrative:
System checks were passing within instrument specifications the day before the event occurred. Qc was performing within the customer's established limits on the date of the event. Per customer supplied data, system checks performed on the date of the event failed to pass within instrument specifications. The customer did not indicate there were any sample integrity concerns for the patient samples. A field service engineer (fse) was dispatched on (B)(4) 2012, to help resolve the issue for the customer. It was noted that the instrument had given several "wash valve/pump motion error" instances and several "crosstalk counts outside limits" errors at the time of the event. The fse observed that there was no wash buffer in the main pipettor line, the wash pump lines, or the wash probe lines. The fse then lifted the wash buffer reservoir and observed that the wash buffer line had been kinked and that no wash buffer was allowed to flow beyond the kink. It was not reported how the wash buffer tubing had become kinked. The fse determined the kinked tubing caused the erroneously elevated results and the failing system check results. The fse removed three inches of the tubing, primed the instrument fluidics and then performed qc within the customer's established limits. The cause of this event was the kinked wash buffer supply tubing. Two (2) mdrs associated with similar problem are being reported from this account: 2122870-2012-00820 and 2122870-2012-00823.